Event description:
The customer reported the video system center is unable to display image due to mainboard failure. The event occurred during a diagnostic otorhinolaryngoscopy procedure. A similar device was used to finish the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device the reported issue was confirmed. There was no output from the serial digital interface 2 and compound media board. The printed circuit board was loose noises appeared on the image as a result. In addition, a sign of impact on the panel was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty patient circuit board may have disabled sdi2 output. And no image resulted. However, the cause of the faulty circuit board could not be identified. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿. Olympus will continue to monitor field performance for this device.